Event description:
It was reported that during a low anterior resection procedure, the surgeon attached the anvil to the stapler. As the stapler was dialed down, the anvil popped off. When they were dialing down, after a few turns they could not feel a resistance, the dial kept turning but nothing was happening, other than the anvil popping off. The surgeon did hear the click when he attached the anvil to the stapler. This happened four times before the surgeon replaced the stapler with a new one. He did not change the anvil. The new stapler worked perfectly. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.